Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system did not power up fully and faulted out, despite the user having already reseated all blue fiber cables and performed a full hard power cycle of the system (including an emergency power off reset). The system was then powered on from the tower, which initially powered on the consoles and robot, but the robot displayed a boom-disable message and the tower shut itself back off with the power button returning to amber. Technical support then had the user repeat troubleshooting by reseating the fiber cables again and performing another hard power cycle, followed by another power on attempt from the tower; the same behavior recurred, with the tower power button blinking blue while starting the other carts, then reverting to amber as the boom disable message reappeared. The user was unable to verify fiber link indicator lights or provide logs because the tower powered down each time. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart common compute controller (ccc) and vision side cart ccc to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.